Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fss helped to troubleshoot a low flow issue in an arctic sun device from the floor, asked for csv file and after a functional check they got flow rate (fr) was 1.7 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 38 percentage, system hours were 590, recommended a calibration check or calibration and would review the csv file.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fss helped to troubleshoot a low flow issue in an arctic sun device from the floor, asked for csv file and after a functional check they got flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 38 percentage, system hours were 590, recommended a calibration check or calibration and would review the csv file. Per follow up information received via task on 10mar2025, spoke with biomed who confirmed the issue was the pressure transducer. The part was replaced and device returned to service. No patient involved at the time of the issue.

Event description:
It was reported that the fss helped to troubleshoot a low flow issue in an arctic sun device from the floor, asked for csv file and after a functional check they got flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 38 percentage, system hours were 590, recommended a calibration check or calibration and would review the csv file. Per follow up information received via task on 10mar2025, spoke with biomed who confirmed the issue was the pressure transducer. The part was replaced and device returned to service. No patient involved at the time of the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. The arctic sun 5000 case data file was reviewed. Case data file 1 was reviewed, and it was found that the inlet pressure started at -6.9psi when therapy had started. Then, as therapy continued the inlet pressure displayed was -12.1 psi and stayed like this until therapy was stopped. Alarm 2 was displayed as therapy continued, and alarm 7 was displayed as therapy stopped on 08feb2024. Case data file 2 was reviewed and it was found that as therapy continued on 09feb2024, the device's inlet pressure fluctuated and then leveled off at -12.1psi until therapy was stopped. Case data file 3 was reviewed, and it was found that the inlet pressure remained at -12.1psi and then increased to -3psi and decreased back to -12.1psi as therapy continued. No additional alarm or alerts were displayed as therapy continued. Per additional information, spoke with biomed who confirmed the issue was the pressure transducer. The part was replaced and device returned to service. No patient involved at the time of the issue. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.